Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient received insulin flow blocked alarm on (B)(6) 2026 and experienced high blood glucose level (295 mg/dl) which was treated with insulin pen.